Event description:
Core lab identified occlusion of right iliac limb on CT. Patient had endovascular repair for an abdominal aortic aneurysm (aaa) on (B)(6) 2023. On (B)(6) 2023, he presented to the emergency department at 16:53 pm for right leg pain (described as 10 out of 10 from the hip down), right leg numbness, and the right leg was described as being cool to the touch. All symptoms were stated as worsening since waking at 9:00 am before coming to the hospital. Patient noted that future revascularization of his lower extremities was known to be needed and was discussed prior to his procedure on (B)(6) 2023. Hydromorphone (dilaudid) was administered intraveously for pain. On (B)(6) 2023, a cta abdomen and pelvis found "occlusion of right limb of endograph, high-grade stenosis of right femoral artery", and "occlusion of proximal aspect of anterior tibial arteries bilaterally." Patient was noted as lacking pedal pulses immediately before vascular repair with right femoral exposure, over-the-wire thrombectomy (with a #5 fogarty), and angioplasty and stenting of the distal common iliac artery and proximal right external iliac artery (with a 13 x 10 viabahn, post-dilated with a 12 and 10 mm balloon). The procedure was started at 23:34 pm on (B)(6) 2023 and was completed at 1:25 am the morning of (B)(6) 2023." Patient outcome - on (B)(6)2023, patient was feeling better and was stable at the time of discharge.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00317, device 2 is being reported under MDR 2247858-2023-00318 and device 3 is being reported under MDR 2247858-2023-00319. Bolton medical, inc. (D/b/a terumo aortic), herein known as the company, is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.